Event description:
One patient sample with discrepant hcg results. Initial result gave 0.812 miu/ml; sample repeated twice with dilution giving 7121 miu/ml and 7665 miu/ml. Sample repeated again without dilution giving 7316 miu/ml. No adverse events reported in association with the incorrect result. If additional information is received, appropriate notification will be provided.